Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
The reported feedback suggests that there is pcu keypad failure. It was noted that the "pcu would not power on". It was reported that the issue was noted before patient use. No patient harm reported.